Event description:
A report was received that the patient had developed an infection at the ipg site and lead site, but the ipg site was the worst. There was pus at the ipg site. The physician could not confirm the cause of infection. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm, model#: sc-4316, lot#: 18237708, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site and lead site, but the ipg site was the worst. There was pus at the ipg site. The physician could not confirm the cause of infection. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.